Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a cataract procedure, a patient experienced a posterior capsule rupture during the polishing of the capsule. Scissors were inserted through the incision and the vitreous humor was cut. The intraocular lens was implanted. The procedure was completed without further incident. The patient's postoperative vision is reported as "good."

Manufacturer narrative:
Additional information provided. The clinical analyst has reviewed this case and stated the following: this is a (B)(6) male patient, who was scheduled for cataract surgery in the right eye (od). This patient has a history of hypertension. The customer reports that when polishing the posterior capsule, a rupture occurred. (Posterior capsular rupture/tear). The vitreous was cut with scissors, (no vitrectomy was performed). The case was completed with an intraocular lens implant (iol). The parameters were listed as: 20 mmhg (aspiration), 10cc/min (volume), and bottle height was listed 68 cm. The surgeon has confirmed that the visual acuity (va) post-operatively is doing well. Additional information was requested but was no provided by the customer. Posterior capsule (pc) tear is a potential consequence of cataract extraction by phacoemulsification. Predisposition to pc tear or zonular dehiscence can be influenced by many factors including, but not limited to, congenital posterior lenticonus, posterior sub capsular (psc) cataract, poor visibility secondary to patients comorbidity [ie.dense arcus, pterygium, band keratopathy, corneal scars, interstitial keratitis], poor microscope illumination [red reflex], ergonomic obstacles, limited intraocular working space, abnormally long or short axial lengths, pseudoexfoliation, zonular laxity, poor dilation, intraoperative floppy iris syndrome (ifis), dense cataracts, asteroid hyalosis, or inadvertent patient movement. The conditions that increase the risk of pc tear during phacoemulsification include ergonomic obstacles, limited intraocular working space, poor visualization, increased nuclear size and density, weakened zonule, a radial tear in the capsulorhexis, and an inability to rotate the nucleus or epinucleus. These conditions may arise either because of the ocular anatomy, or because of surgical technique. There is no evidence contained within the reported information at this time that indicates that the design or performance of the system had any effect on the integrity of the posterior capsule. No further information was able to be obtained from this customer. However, the tip was returned for evaluation. A visual assessment of the returned sample showed no obvious nonconformities. The I/a port at the tip was confirmed to be open. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was packaged on (B)(6) 2016. There were 787 paks associated with this lot. Based on qa assessment, the product met specifications at the time of release. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. However, a review of the complaint trends shows that the frequency reported is within known levels for this event. A root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).